Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Subsequently, multiple cartridge alarms occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.